Event description:
Patient reported obtaining blood glucose results of 361 mg/dl, 194 mg/dl, 137 mg/dl, and 155 mg/dl, within 5 minutes, while testing on the aviva system. Patient did not modify therapy based on these results. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.